Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 1.5, re-test: 3.5. Time between testing: a few minutes apart. Different hands/fingers were used for each test. Patient reports milking the finger and taking much longer than 20 seconds to get sample. Had to hit ok button twice on the second test. Trainer called on (B)(6) 2012, to say that the customer has decided to return the meter.

Manufacturer narrative:
Investigation pending.